Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in a mildly tortuous part of the ostial rca. Despite pre-dilatation, it was not possible to advance the device through the lesion. The stent system was removed, a guideliner was inserted and it was attempted to re-insert the orsiro mission, but it was noticed that there was no stent on the balloon. The catheter was removed, and the stent was found still on the balloon but dislodged approx. 5-8 mm.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that that the stent is displaced on the balloon by about 6 mm in proximal direction. The stent is severely deformed in its proximal portion, i.e. Several struts are strongly bent. The balloon shows signs of inflation and is thus not well folded anymore. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU warns against re-insertion if the stent system was removed prior to expansion.